Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. The 2008t hd machine has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The res found that the unit functioned as intended and the reported uf removal high issue was not able to be duplicated. Therefore, the complaint has been deemed unconfirmed.

Manufacturer narrative:
(B)(4). The manufacturing investigation is in progress. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A facility biomedical technician called technical support to report that a patient experienced cramping during their hemodialysis (hd) treatment with suspected excessive fluid removal. According to information received from the facility's clinic manager (cm), the patient's ultrafiltration (uf) goal was set to remove 3.2 lbs. However, 6.2 lbs was removed which resulted in excessive uf of 3.0 lbs (1.4kg). The patient¿s blood pressure (bp) dropped so ultrafiltration was turned off. The patient¿s bp increased. The patient¿s was noted as being in ¿fine¿ condition following the event. The patient continues to undergo routinely scheduled hemodialysis (hd) treatments. The 2008t hemodialysis (hd) machine remained in service with no recurrence of the reported issue. Additionally, there were no unexpected alarms, or system issues that were alleged, observed, or identified during the hd treatment.